Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer confirmed that the defective main pcb will not be returned for further evaluation. Therefore, root cause has not been determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator alarmed xdcr fault. The customer confirmed that there was no patient involvement associated with the reported event.